Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site, and was treated with antibiotics (type, duration, and date not reported). The implanted device remains.